Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that orbital atherectomy was a planned procedure was to treat heavily calcified left anterior descending (lad) artery, left main (lm) to lad lesion after angiogram showed severe long diffused calcified lesion. The lesion was 90% stenosed, 3mm in diameter and 15 mm in length. It was noted that activated clotting time (act) drawn prior to intervention was normal and the patient did not have any history of thrombus or embolization. The patient was appropriately heparinized in preparation for the procedure and thrombolytics were administered appropriately prior to the case. Four antegrade treatments were performed to proximal lad at 80,000 rpm speed for 20 to 25 seconds with flushing performed between each treatment. Slow flow due to plaque rupture and grade ii perforation were observed with angiographic imaging. Thrombosis was not observed. The lesion was stented to treat the perforation. Balloons were used to treat the slow flow. Patient expired during cardiac pulmonary resuscitation (CPR). In the opinion of the physician, the primary and secondary cause of death was perforation and slow flow which was suspected to be caused or contributed by atherectomy.